Manufacturer narrative:
Account reported that corneal flap is smooth now and that flap lift and rinse was done on (B)(6) 2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with folds/wrinkles on right eye (od) at 1 day post-operative exam. The brief description from the account indicated that striae was observed on right eye. The patient¿s comment was that had blurred visual acuity on right eye. To resolve issue, the flap was lifted. Pre-op; bcva from (B)(6) 2015 right eye pre-op 20/20 -3.00 x -.25 x 20 left eye pre-op 20/20 -3.00 x -.25 x 140 post op: ucva from (B)(6) 2015 20/30.